Event description:
It was reported that the patient had experienced four infusion set came off event on (B)(6) 2026. The patient had the infusion set in use for 1-2 days.

Manufacturer narrative:
Initial 3 of 4 e1: name: (B)(6) country: united states of america address ¿ (B)(6) state: california zip code: (B)(6). Patient country: sweden. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.